Event description:
A site representative reported that, while in a cranial procedure, the navigation system unexpectedly shut down during navigation. The surgeon was using a patient computed tomography (CT) and magnetic resonance imaging (mr) merge. After re-starting the system, normal function was restored. There were no further issues. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The importation of larger scans with more than 300 slices caused the system to slow down or freeze. Radiology was informed not build scans with more than 300 slices the system was found to be fully functional with scans under 300 slices.

Manufacturer narrative:
Patient identifier, age and weight were not made available from the site. No parts have been returned to manufacturer for analysis.